Event description:
It was reported the customer received a motor error alarm during a prime. Customer's blood glucose was over 400 mg/dl. Customer was unable to treat their blood glucose due to the alarm. The customer could not recall any significant events leading to the alarm. Customer was also unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.